Manufacturer narrative:
Device not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be completed.

Event description:
A device report from (B)(6) indicates: synthes (B)(4) became aware of a patient complaint from a spine forum: http://www.spine-health.com/forum/chronicpain/synthes-prodic-cprestige-removal. Patient experienced a mva (B)(6) 2004. In (B)(6) 2005 patient fused at c6-7. A second surgery was performed in (B)(6) 2005, patient implanted at c5-6 with a prodisc-c. Patient reported chronic radiculopathy at c7, muscle atrophy in upper limb to fingers, burning sensation with chronic pain, and a strange bone growth in the fusion: convex curved instead of concave curved. Two doctors advised the patient a revision of both levels need to be completed.